Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Based on reported information, it was presumed from the phenomenon that the pressure sensor mounted on the main substrate was failing. The wires inside the pressure-sensor had peeled off due to adherence of the foreign matter. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device had an alarm sound generated when powered on. The user pressed the cavity mode button, all the lights went off and the alarm continuously sounds. There was no patient involvement on this event reported.